Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, rhinitis, multigravida and parity 3. Previously administered products included for birth control: depo provera. Concurrent conditions included morbid obesity, anxious mood, insomnia, sore throat, nasal congestion, urinary tract infection, ear pain, dysuria, cystitis, nasopharyngitis, general body pain, tonsillitis, bronchitis, vomiting, dizziness, alcohol use, uterine bleeding, uterine fibroid, menses irregular, bloating, constipation, decreased appetite and melena. Concomitant products included oxybutynin for bladder disorder as well as clobetasol, norethisterone acetate (norethindrone acetate) and omeprazole. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping worse than labor"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cervicitis cystic ("chronic cystic cervicitis"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), vulval disorder ("vulvar lesion"), abdominal pain ("abdomen side area pain") and arthralgia ("joint pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, cervicitis cystic, vulvovaginal pruritus, vulval disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, cervicitis cystic, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vulval disorder and vulvovaginal pruritus to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test : result negative. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), chronic cystic cervicitis, vaginal itching, vulvar lesion, abdomen side area pain, joint pain", reporter, lot number added from pfs. Concomittant and historical condition, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('left coil was shifted to mid uterus') and autoimmune thyroiditis ('hashimoto disease') in a 47-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, rhinitis, multigravida and parity 3. Previously administered products included for birth control: depo provera. Concurrent conditions included morbid obesity, anxious mood, insomnia, sore throat, nasal congestion, urinary tract infection, ear pain, dysuria, cystitis, nasopharyngitis, general body pain, tonsillitis, bronchitis, vomiting, dizziness, alcohol use, uterine bleeding, uterine fibroid, menses irregular, bloating, constipation, decreased appetite and melena. Concomitant products included oxybutynin for overactive bladder as well as clobetasol, norethisterone acetate (norethindrone acetate) and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping worse than labor"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cervicitis cystic ("chronic cystic cervicitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), vulvovaginal pruritus ("vaginal itching"), vulval disorder ("vulvar lesion"), abdominal pain ("abdomen side area pain") and arthralgia ("joint pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the device dislocation, autoimmune thyroiditis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, cervicitis cystic, vulvovaginal pruritus, vulval disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, autoimmune thyroiditis, cervicitis cystic, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vulval disorder and vulvovaginal pruritus to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Diagnostic results: pregnancy test : result negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received : events added- device dislocation and hashimoto's disease. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 623225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, rhinitis, multigravida and parity 3. Previously administered products included for birth control: depo provera. Concurrent conditions included morbid obesity, anxious mood, insomnia, sore throat, nasal congestion, urinary tract infection, ear pain, dysuria, cystitis, nasopharyngitis, general body pain, tonsillitis, bronchitis, vomiting, dizziness, alcohol use, uterine bleeding, uterine fibroid, menses irregular, bloating, constipation, decreased appetite and melena. Concomitant products included oxybutynin for overactive bladder as well as clobetasol, norethisterone acetate (norethindrone acetate) and omeprazole. In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping) / severe cramping worse than labor"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced cervicitis cystic ("chronic cystic cervicitis"). On an unknown date, the patient experienced vulvovaginal pruritus ("vaginal itching"), vulval disorder ("vulvar lesion"), abdominal pain ("abdomen side area pain") and arthralgia ("joint pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, cervicitis cystic, vulvovaginal pruritus, vulval disorder, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, cervicitis cystic, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage, vulval disorder and vulvovaginal pruritus to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Right: 3 coils left: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion pregnancy test : result negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.